Event description:
Infection. Info received on 12/2001 from the treating physician via a co rep who reported a pt who experienced an effusion after the third synvisc injection into the pt's knee (side not specified). The amount of the synovial fluid removed was not reported but was described as creamy when aspirated. The physician reported that "rods of bacteria" were noted on culture. Final culture results revealed growth of streptococcal bacteria. The pt was hosptilzied for several days, however the actual course of treatment and pt outcome has not been provided. MFR comment: the qa incident report indicated that the data reviewed for lot number q0124 met specifications. No associated non-conformances were noted.